Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after implantation of pacemaker, physician performed leads measurements. Nevertheless, the report that was printed afterwards did not contain the results of these measurements. Additionally, it was also noticed the message usually displayed when lead measurements are ongoing did not disappear after completion of the measurement. Explantations are requested.